Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil detachment handle (handle). During the procedure, the physician successfully detached five penumbra coil 400 coils (pc400 coils) in the target vessel using the handle. However, after deploying the sixth pc400 coil into the target vessel, the physician was unable to detach the coil using the handle. Therefore, the handle was removed and a new one was opened to detach the sixth pc400 coil. The procedure was then completed using an additional pc400 coil and the same handle. There was no report of an adverse effect to the patient.